Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The cannula of the infusion set partly falls off and does not connect properly after using the insertion device. This issue occurred with 3 infusion sets from the same lot number.